Event description:
It was reported that during a da vinci s prostatectomy procedure that the tips of the maryland bipolar forceps instrument did not meet. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip was bent, causing side to side misalignment of the grips. There was a .056 offset at the tips, indicating overloading at the instrument's tip. An electrical continuity test passed. Additional observation not reported by site were scratches on the maintube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported main tube scratch issue were to recur could cause or contribute to an adverse event.